Manufacturer narrative:
Additional information: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the customer found the pressure tubing port leaking saline. The indication for use was patient's intermittent chest pain for a week. There was no reported injury to the patient.

Manufacturer narrative:
Two pressure tubings were returned with traces of reported saline inside the tubing. A crack was observed on one of the pressure tubings female luer causing the reported leak. The evaluation confirms the reported problem. We are unable to determine how this may have occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the customer found the pressure tubing port leaking saline. The indication for use was patient's intermittent chest pain for a week. There was no reported injury to the patient.